Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, the doctor did not want to implant the lead because the distal coil was slightly loose at the distal end. No patient complications were reported as a result of this event.